Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 5834051. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline prostheses. Deflation on the left breast prosthesis and capsular contracture of unspecified baker grade on the right breast prosthesis were diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline prostheses on (B)(6) 2018. This report is for the right breast prosthesis.